Event description:
Broken/stripped parts received from instrument processing dept.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The instrument associated with this report was not returned. The investigation could not draw any conclusions about the reported event without the instrument to examine. Based on the inability to confirm the reported concern or identify the root cause investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.